Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was missing. The customer's blood glucose was 12 mmol/l. The customer stated that 2 sensor failed. They were giving incorrect readings, saying low when he was high. The customer received error message to change sensor, sensor not working properly. Customer stated the third sensor the cannula was missing. Customer would not like to continue troubleshooting. Customer was received a change sensor alert. The sensor will not be returned for analysis.